Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer is reported that the heartstart mrx was failing op check for the charge button test. There was no patient involvement.

Manufacturer narrative:
.